Manufacturer narrative:
Review of the device history record indicates no issues during manufacture; the device was manufactured to specification. The subject device was returned to us endoscopy. Review of the device found it to be in proper working order. The instructions for use contain the following " if there is lack of visible cautery effect, consider the following: 1) check the active cord for secure connection to the snare handle and the electrosurgical generator. 2) ensure that the return electrode is secure and properly connected to the patient and the electrosurgical generator. 3) consult the electrosurgical generator manufacturer's instructions for use for proper settings and use of the generator. 4) in order to ensure that the insulating properties of the monopolar diathermic snares are not compromised, do not exceed the maximum rated peak voltage of 2500 for cut mode and 2500 for coagulation mode." "Caution - output power setting of the electrosurgical unit should be set as low as possible to achieve the intended purpose. If the power setting of the generator is not known, set the power level at the minimum value of the expected range and cautiously increase power to achieve the desired tissue effect." Continuing education training is being provided to the customer.

Event description:
The user facility reported incomplete resection during a polypectomy procedure which included use of the isnare lariat. Following the polypectomy a clip was placed at the site.